Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the ins was replaced as planned on (B)(6) 2025.

Manufacturer narrative:
H3 device evaluation: analysis found no significant anomalies. D.6a.: the analysis session report showed the implant date as (B)(6) 2024, follow-up is being conducted to confirm the correct implant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the ins remained implanted, and a new ins was delivered the week of 2025-jan-19. Surgery was to be planned; it was noted that the replacement was expected to be performed about 6 weeks out, depending on the availability of the room.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins was implanted at the end of august. After normal use, the ins battery level after 3 months of use was at 3%. There was a loss of stimulation, insufficient stimulation/therapy, and the patient does not feel relief. The ins was set to conventional therapy where only 2 contacts were covered, the impedances were fine. Stimulation was given 3 times a day for about 30 minutes. Troubleshooting was performed. Ins was left in same setting. Issue was not resolved. Additional information was received confirming that this was not considered normal battery depletion. The hcp used the battery longevity estimator at the time of implant and the estimate was about 9 years. The expectation was that the battery would last around 10 years according to medtronic standards. If the hcp was aware of the battery longevity, they would have implanted with a different ins.

Manufacturer narrative:
H6 coding correction: after further review, the coding for the allegation of this file has been updated. H7. Please note, correction # z-0132-2025 was a notification only. Recall was only checked because our complaint system currently prevents populating h9 without also checking h7 recall. There was not a recall associated with correction #z-0132-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reported that the discharged ins should be explanted on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the ins was to be replaced. The representative did not know the scheduled replacement date. The cause of the issue was not determined, and the ins was to be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.